Manufacturer narrative:
Clarification to b3 date of event: partial date "2023" clarification to d6a implant date: reported as "2001". Date has been removed as 1/jan/2001 is before the manufacturing date of the device device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (non penetrating nicks) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: a4, b3, b5, d6a, d9, e1, g2, h3, h6, h11

Event description:
Healthcare professional reported ¿rupture¿, ¿perspiration¿, "capsular contracture baker grade IV", ¿pain¿ and "reconstruction following breast cancer" (which is not device-related). This record is for the right side. Device was explanted. Periprosthetic capsulectomy was performed.

Manufacturer narrative:
Continued e1 phone number :(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
Regulatory agency through healthcare professional reported ¿rupture¿, ¿perspiration¿, "capsular contracture baker grade IV", ¿pain¿ and "reconstruction following breast cancer" (which is ndr). This record is for the right side. Device was explanted and replaced with another manufacturer's device.